Event description:
Additional information received indicated the patient's retention was due to the patient's anatomy.

Event description:
It was reported the patient had his advance sling removed 6 months ago as the patient went into retention immediately after the implant surgery and it did resolved after several months. No further patient complications were reported in relation to this event.